Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 285 mg/dl. A correction bolus was administered via the pump to address bg. Pump system check with tandem technical support was performed and confirmed that the pump and related supplies functioned as intended; however, the customer maintained belief that the pump did not function as intended. Recommendation was made to upload the pump data logs for review with the clinical diabetes specialist; however, the customer did not respond to follow-up attempts.